Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Additional device implanted on (B)(6) 2017: tgu404020j/15786683. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent an endovascular procedure using two conformable gore® tag® thoracic endoprostheses (proximal: tgu343415j/16039142, distal: tgu404020j/15786683) for repair of a rupture of the thoracic aortic aneurysm. On (B)(6) 2017, an angiography revealed an endoleak. The origin of the endoleak was not reported. The physician performed touch-up ballooning. The patient tolerated the procedure.